Event description:
A surgeon reported that an unconfirmed number of patient(s) who underwent anterior capsulotomy with the catalys system (system) subsequently experienced a non-free floating capsulotomy disc, some of whom may have also experienced a small radial tear. No add'l complications and/or medical intervention were reported.

Manufacturer narrative:
The investigation into the small radial tear(s) reported by the surgeon has not yielded any add'l info to date. The optimedica clinical rep anecdotally reported that the surgeon at this site will sometimes attempt to lift the capsulotomy disc by using the visco tip as opposed to using the recommended curvilinear capsulorrhexis (ccc) technique to extract the capsule disc. The catalys system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy."